Manufacturer narrative:
Concomitant medical products: product ID: 37712 pain stim ipg, implanted: (B)(6) 2011; product ID: 3998 pain stim lead, implanted (B)(6) 2007; product ID: 3708240 neuro extension, implanted: (B)(6) 2007. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range.

Event description:
It was reported that a remote transmission was sent post a surgical procedure unrelated to the implantable pulse generator (ipg) system. The transmission showed that the right ventricular (rv) lead triggered an alert; the lead impedance was low and the polarity had switched from bipolar to unipolar. A subsequent device check showed that the impedances were within normal limits. The lead was reprogrammed back to bipolar and remains in use. No patient complications have been reported as a result of this event.